Event description:
It was reported that the ¿patients were complaining and they wanted to have the sensor portion turned off because they felt like it shut off and kicked back on for them and they do not like it.¿ additional information reported that no malfunctions were identified by the physician. It was noted that no interventions were planned and the patients were receiving effective therapy when the adaptive stimulation was turned off.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.